Manufacturer narrative:
A review of the batch records for the concerned batch number was performed. It appeared to be within specifications, meaning no defaults had been highlighted during production. Moreover at the time of this report, there is no other notification of any kind of adverse reaction with this batch. Granulomas are rare but well-documented adverse reactions related to the injection of hyaluronic acid fillers. They are of immune origin as a result of a foreign body reaction against the injected gel. They usually appear after a latent period, which can be several months to years after injection. It is possible that some granulomas are not sensitive to hyaluronidase, in these cases an intralesional treatment with corticosteroids may be considered. Generally, these interventions take place without any particular sequelae. This side effect is also mentioned in the product leaf]et. Literature data: funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol. 2013;6:295-316. Gandy, j., d. Bierman, and c. Zachary, granulomatous reaction to belotero balance: a case study. J cosmet laser ther, 2017. 19(5): p. 307-309. De boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e.

Event description:
The described event happened outside the u.s., in (B)(6). According to the information received, approximately four months after the injection of 6ml of teosyal rha 4 in the full face area, the patient experienced onset of indurated lumps growing progressively and associated with surrounding tissues swelling. On (B)(6) 2019, attempted aspiration was negative. Ultrasound was used to image the reaction. The patient was first put on antibiotics treatment. Then a protocol of repeated injections of hyalase was implemented by the injector on (B)(6) 2019 without improvement. On (B)(6) 2019, the injector took a biopsy from one lesion and decided to inject intralesional delayed corticosteroids (triamcinolone) in the two largest nodules. On (B)(6) 2019, the injector was put in contact with a medical expert for assistance on the treatment. They decided to resort to a touch up of triamcinolone in the 2 previously treated nodules with good results. On (B)(6) 2019 the injector decided to inject the rest of the nodules with triamcinolone. At the date of this report, the resolution of the symptoms is ongoing and the patient is still being monitored.